Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of ops notes. Office visit notes demonstrated that the patient experienced dislocation, closed reduction and a partial dislocation / subluxation. Revision op notes demonstrated that the patient was revised due to recurrent dislocations. Stem well-fixed and left intact, minor scuffing noted on the femoral head attributed to the previous dislocations. Slight anteversion of 5° of the shell but felt it was in reasonable position and left in place. The head and liner was exchanged for a dual mobility construct without complication. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent initial right total hip arthroplasty. Subsequently, the patient underwent 2 closed reductions approximately 2 months later due to dislocations. Approximately 15 days later, patient had a partial dislocation / subluxation with no intervention. Patient was revised approximately a month later due to recurrent dislocations. During the revision, the head and liner was exchanged for a dual mobility construct without complication. No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet ref 010000668 lot 6463610 shell, biomet ref 51-104140 lot 6616536 stem, biomet ref 12-115122 lot 2986051 head , zimmer 6.5x35mm cancellous bone screw. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent initial right total hip arthroplasty. Subsequently, the patient underwent multiple closed reductions approximately 2 months later due to pain, ambulation difficulties, instability, and dislocation. The complication was resolved with no further issues reported. Attempts have been made and additional information on the reported event is unavailable at this time.